Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call she received a failed battery test alarm on the insulin pump. Customer put in a new battery and received the alarm again. Customer stated that she was rewinding and priming the pump and then decided to change the battery. Customer's blood glucose was 165 mg/dl at the time of the incident. Troubleshooting was performed and customer received the failed battery test alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected failed battery test alarm noted. The insulin pump had minor scratched display window.